Manufacturer narrative:
In an evaluation of the device by physio-control, a complete functional test was performed and proper and proper operation was observed. The unit was returned to the customer for use.

Event description:
Paramedics responded to a person described as in full cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and adapter and diagnosed as in ventricular fibrillation. The device reportedly lost power. The battery was replaced and power cycled but, according to the rptr, the monitor screen displayed excessive artifact. ECG electrodes were placed on the pt and the device switched to leads to display the pt's ECG. The pt was subsequently shocked twice but was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability.